Event description:
It was reported during a da vinci hysterectomy procedure that the mega needle driver instrument's cable snapped. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; snapped cable were to recur could cause or contribute to an adverse event.